Manufacturer narrative:
(B) (4) - patient outcome was not provided by reporter. Device - endoleaks are labeled in the IFU. The device remains implanted and no images were provided to assist in this investigation. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment. The failure mode assigned to this case is endoleak. This failure mode was determined based on the provided event description. It is noted that the device was used outside the indications for use, because the proximal neck angulation was over 60 degrees in respect to the axis of the aneurysm. This condition may increase the risk of endoleak. A definitive root cause can be determined at this time. We will notify the appropriate personnel (in house) of the event and continue to monitor for similar complaints.

Event description:
On (B) (6) 2010, a male patient whose anatomical form was not suitable for endovascular repair because of over 60 degrees of proximal neck angulation ot the axis of the aneurysm, underwent initial aaa repair as labeled. The procedure consisted of placement of a zenith main body graft and two zenith iliac leg grafts. The final angiography confirmed a proximal type I endoleak. The physician placed a body extension, but it did not resolve the endoleak, so he additionally placed another manufacturer's stent. The leak got better but was not gone completely. The physician thought it could possibly be a type IV endoleak and decided to take a wait-and-see approach. The patient's condition is unknown as not provided by reporter.